Event description:
Information received by medtronic indicated that the customer was hospitalized due to hyperglycemia with a blood glucose value of 400 mg/dl and diabetic ketoacidosis on (B)(6) 2022. The customer was treated with intravenous insulin infusion. The customer stated that they had been using an insulin pump within 48 hours of the reported incident. It was unknown whether the auto mode feature was active at the time of the incident or not. Troubleshooting was performed and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported took a bolus after breakfast on (B)(6) 2022 and blood glucose was high when he got to work and also by lunch time. Customer went home and blood glucose went up to 400mg/dl. Customer went to the emergency room and was hospitalized for 8 days. Customer was diagnosed with high blood glucose and diabetic ketoacidosis. Customer was treated with insulin drip. Customer had heart issues and had to be treated for blocked artery. Customer was still having high blood glucose and diabetic ketoacidosis while hospitalized and off the pump. Pump was used at the time of the incident. Per customer, auto mode was not used. It was unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 health effect clinical code & impact code with this report.